Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the universal surgical manipulator (usm) to resolve the issue with the error pointing to the first usm. Following service, the system was tested and verified as ready for use. Isi has not received the usm involved with the reported event. A system log review showed an error pointing to usm 1 indicating that a node was not present at startup.

Event description:
It was reported that during a da vinci-assisted nephrectomy, the system exhibited a non-recoverable fault error, pointing to universal surgical manipulator (usm)/arm 1. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. The caller attempted to restart the system twice without success. The tse reviewed the system event logs and advised disabling arm 1 to recover the system. However, the surgeon was unable to proceed with only three arms, leading to the decision to abort the surgery after ports had been placed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, an error was found indicating node is not present at startup on the universal surgical manipulator (usm) axis confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart (psc) fixture test platform (pftp) where check all boards test was found to be failing on the axis. Once testing was completed, the clockspring fiber was tested and was verified to be the source of the fault. Isi obtained the following additional information regarding this event through an ansm user report: the date of occurrence was december 11th, 2025. The robot was functional with no defects detected before the procedure. The patient was already anesthetized with trocars in place. The robot arm did not function when the surgery was initiated. The patient was not operated on, with trocar incisions already made. The procedure was canceled due to the complexity of the gesture outside of the robotic procedure. The laboratory was called to address this issue and replace the arm.

Event description:
Refer to h11 for follow-up information.